Event description:
On f/u, a peritoneal dialysis (pd/rn reported that a pd pt had a small inguinal hernial found last june or july. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.